Manufacturer narrative:
The hcp attempted to locate the sensor with an ultrasound but was unable to see the sensor due to too much fat tissue. After the hcp thought he could palpate the sensor, an incision was made but the removal was unsuccessful. The user had an x-ray done to locate the sensor and was referred to a general surgeon for the removal. No further investigation is required.

Event description:
On october 4, 2023, senseonics was made aware of an adverse event where the user's hcp could not remove the sensor from the user's arm.